Event description:
Intermittent atrial undersensing during atrial fibrillation (af) possibly leading to inappropriate therapy. Also high atrial thresholds (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).